Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead contacts completely out on one lead. There were high impedances.  All contacts on lead located in slot 0-7 observed an impedance of 40000 and contact #8 also exhibited an impedance of 40000. Instructed physician to wipe off leads before inserting them into ins ports, which he did multiple times and still contacts were still out. Also tried to reprogram patients lead to make her feel stimulation on the right side since that was the side she needed it the most on. There was a loss of stimulation. Ultimately, the patient was put on dtm (group a and c) since programming was limited at the time. The issue was resolved.  Patient will be having a post op apt in 2 weeks and we¿ll discuss options at thatpoint. The manufacturer representative (rep) I ndicated they would send any further information as they become aware.